Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having issues with the infusion set. The customer had called before for a no delivery and they were still receiving a no delivery when filling up the tubing. The customer's blood glucose level was 141 mg/dl. The customer was advised to monitor the insulin pump and call back if problem persist. The customer was sent a replacement box of infusion set.